Event description:
The customer reported that while cleaning the device, the jaw wires were ripped. Although the device functioned, pieces of the wire fell into the pt cavity. The material was retrieved. There was no blood loss, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.